Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2022-05788.

Event description:
It was reported that during the oxaliplatin infusion, the bd miniloc® huber needle set, safety infusion set with y-injection site leaked where the tubing connected to the y-site. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "when rn accessed her port she clamped above and beyond the first leur port and then attached a saline syringe and pushed to produce pressure at that connection. A small drip formed where the tubing connects to the port.". "(B)(6) 2022 port needle tubing began leading where the IV tubing connects to the ¿y¿ of the miniloc with y-site huber needle... It was within a port access kit... It did have chemotherapy in it so is biohazard. Patient was receiving a 2 hour infusion of oxaliplatin. Leaking began about 90 minutes into the infusion.".

Event description:
It was reported that during the oxaliplatin infusion, the bd miniloc® huber needle set, safety infusion set with y-injection site leaked where the tubing connected to the y-site. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "when rn accessed her port she clamped above and beyond the first leur port and then attached a saline syringe and pushed to produce pressure at that connection. A small drip formed where the tubing connects to the port." "On (B)(6) 2022: port needle tubing began leading where the IV tubing connects to the ¿y¿ of the miniloc with y-site huber needle... It was within a port access kit... It did have chemotherapy in it so is biohazard. Patient was receiving a 2 hour infusion of oxaliplatin. Leaking began about 90 minutes into the infusion."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). The reported lot# asfzf022 was not found for the reported catalog# rm0682034f. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.